Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that an elevate spacer broke off while being malleted into the disc space after being loaded onto the elevate inserter. The surgeon stopped after 2¿3 mallet strikes, stated the cage broke, and removed it from the proximal disc space after it had entered only a few millimeters. A broken plastic piece was observed to separate from the cage and was retrieved. A new spacer was opened and implanted instead. It was also reported that, during implantation of the third device in the same procedure, the surgeon observed a piece of metal fall off, which was identified as a cage inserter stabilizer from either side of the inserter. To address this, a second set was opened. There was no patient symptom reported. There were no further complications reported regarding the event.